Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump time was intermittently incorrect by over 12 hours. There was no reported impact to the customer's blood glucose level. Review of the pump data logs by tandem technical support showed that the pump time was changed by the user from 12:09 pm to 11:09 pm. Reportedly, the customer believed that the pump time had been set incorrectly by the diabetes educator. The customer successfully adjusted the pump to the accurate time.